Manufacturer narrative:
The reported event of ble drop was confirmed. Based on the information provided, it was observed that the device experienced multiple reconnections due to supervision timeouts, which ultimately resulted in a telemetry break. The telemetry break was determined to be caused by a weak ble signal. No anomalies were detected.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, intermittent bluetooth telemetry issues were noted on the implantable cardiac monitor (icm). No intervention was performed, and the device remained implanted. There were no patient consequences.